Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture discovered at the surgery and lump.

Event description:
Patient reported patient has had "problems" with their devices since 2021. Bilateral device rupture was diagnosed intraoperatively. 2 lumps were removed (side unknown). This record relates to the left side. The device has been explanted.